Event description:
Reporter indicated a patient had vns lead and generator replacement surgery performed due to a lead discontinuity. Attempts for further information and return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was discovered through investigation that this event has been previously reported on medwatch report number: 1644487-2012-02276 therefore the initial report was duplicate report.